Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the peritonitis was resolving and the patient was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's effluent was clear and that they had recovered from the peritonitis. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.